Manufacturer narrative:
Amo's clinical development manager (cdm) visited the site on (B)(4) 2013. The site had tried latex-free gloves, but switched back to latex because it made a difference in the incidences of dlk. They had changed from filtered water to sterile water for cleaning and rinsing instruments, but still used filtered water in the statim. They used a long (wrapped) statim cycle for the first cycle of the day and then unwrapped for the remainder. The cdm gelled the intralase and found a 35% melt with their current settings, she made changes to their settings. The flaps lifted easily with a one swipe lift. There was no opaque bubble layer (obl) and the doctor was pleased with the current lifts. No other observations were made by the cdm to explain the dlk at this site. The event did not require surgical/medical intervention to prevent further damage, a flap lift and rinse/refloat had not been performed, and there was no loss of vision. It took 3-7 days for the dlk to resolve. Patients treated on (B)(6) 2013 had no dlk. Placeholder.

Event description:
Customer reported 3 patients with dlk who were treated on (B)(6) 2013. Patient had trace diffuse lamellar keratitis (dlk) on the right eye. The patient was treated with a steroid (predforte). A flap lift and rinse was not performed. Surgeon increased predforte, followed by scheduled taper. The patient did not experience a loss of best corrected visual acuity (bcva). The patient was asymptomatic.

Manufacturer narrative:
Report source - health professional & user facility. Placeholder.